Manufacturer narrative:
Investigation conclusion; tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause; cannot duplicate with retains. Source; phone.

Event description:
Reported conflicting sars results for one asymptomatic patient (off label use at the time). The customer communicated a positive sample was received first, and then 20 minutes later a negative sample was received from the same analyzer. Unknown if the result was confirmed. Confirmation method(s) not provided.